Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due high blood glucose level and diabetes ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level was 48 mmol/l at the time of incident. Customer experienced symptoms such as flu like symptoms very weak vomiting, stiff muscles, loss of consciousness. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with intravenous insulin drip. Customer alleges that insulin pump was under delivering the insulin. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged possible under delivery and was hospitalized for high blood glucoses and diabetic ketoacidosis found on (B)(6), 2021. Also, on case-(B)(4), sv#: (B)(6) -customer returned insulin pump for an alleged cosmetic damage located at the reservoir compartment found on nov 03, 2021. Device received with a cracked retainer. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. In further full review of the pump history/traces on the event date of oct 13, 2021, there was no bolus recorded daily total of bolus insulin delivered = 0 and no unexpected alarms/suspends noted. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found slight corrosion on the electrical board 2. No corrosion or moisture damage found on the electrical board 1, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the reservoir compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high blood glucoses and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, during visual inspection, slight corrosion was found on the electrical board 2. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer lost consciousness.

Manufacturer narrative:
(B)(4).